Event description:
Customer reports, "?in final 2hrs, 16ml infused and pt could not recall pressing the button." The pt control module was attached to a 5ml/hr infusor that contained, 60mg of morphine and 10mg of droperidol in 30ml of sodium chloride. Customer reports no adverse pt reaction.